Event description:
The doctor reported the implant was removed due to osseointegration faliure within one year, around 11 months after implant placement surgery. Bone quality around the area was type I, and oral hygiene around the implant was moderate. Bone resorption was reported during the implant removal surgery. The patient has since recovered.